Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reproduced the issue and replaced universal surgical manipulator (usm) arm. After replacement, the system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the usm is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy w/o lymphadenectomy surgical procedure, the system displayed recurrent recoverable error 23062 on universal surgical manipulator (usm) arm2. Surgeon elected to disable usm arm 2. The user continued with the procedure with the remaining usm arms. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the usm arm involved with this complaint and completed the device evaluation. The universal surgical manipulator (usm) was analyzed and found to have errors. The report of error fault 23062 was confirmed and replicated in-house. The error fault was triggered during testing in normal mode pointing to a fault at degree of freedom (dof) 6. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h10/h11 for follow-up information.